Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms and noise with oversensing and pacing inhibition. The patient was hospitalized, and intravenous antibiotics were administered. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms and noise with oversensing and pacing inhibition. The patient was hospitalized, and intravenous antibiotics were administered. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicated that fluoroscopy did not reveal any physical damage. The lead was verified to be secure in the header, and noise was reproducible with left arm movement. No additional adverse patient effects were reported.